Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked belt clip slot and a missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, on which there were cracks. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 144 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.